Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the rexroth valve is contaminated/sticking. Additional malfunction is the power switch alarm is not functioning.